Event description:
It was reported that the catheter and pump were revised due to lack of response. The hcp was unable to withdraw from the side port. The pump contained lioresal 2000 mcg/ml at a daily rate of 1260 mcg. The pt recovered without sequelae.

Manufacturer narrative:
(B) (4).